Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increasing pacing impedance measurements, ultimately reaching greater than 2,000 ohms. All other lead measurements were reportedly within acceptable limits. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.